Event description:
Patient presented to the physician with a bump and swelling at the chest incision site, where a hematoma was suspected. Physician brought the patient into the or three days later, and upon opening the chest incision site, necrotic fat tissue was discovered. Physician removed the damaged tissue, cleaned the chest incision, and closed. Postoperative antibiotics were prescribed after the procedure was completed.